Event description:
It was reported that the customer received multiple occlusion alarms during bolus delivery. There was no impact to customers blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.